Event description:
The patient is a (B)(6) obese female admitted to the medical center on (B)(6) 2015 for a planned b bariatric surgical procedure. The patient developed hemorrhagic shock following the procedure while the patient was in pacu recovery. The patient was taken back to the operating room where the surgeons located a bleeding arterial vessel. The artery was successfully ligated.; however, the patient later developed abdominal compartment syndrome and multi-organ failure. The patient passed away on (B)(6) 2015. During the procedure an enseal trio tissue sealing device was used. There may have been a malfunction of the vessel sealing instrument.